Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00171. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using the penumbra system 5max reperfusion catheter and separator. Before the procedure, 21,600,000 units of intravenous tissue plasminogen activator (IV t-pa) were administered. A reperfusion catheter was advanced to the c2 along with a radifocus guide wire gt 0.035 inch through an optimo guide catheter 9fr. Aspiration was done with the 5max separator for 4 minutes and then 2,000 units of heparin were administered. After aspiration with penumbra system, pta and stenting were conducted. One hour after the operation, the patient developed reocclusion in the target vessel. Approximately a month later, a computed tomography (CT) revealed dissection in the left cervical internal carotid artery (c1) and stenting was done. On (B)(6) 2013, the patient recovered and left the hospital. Physician's comment: the cause of the reocclusion was thrombus forming in the stenting, which was offered as an additional treatment. The event was not related to the penumbra system. It is possibly that this dissection was caused by manipulation with the catheter during the operation. The relation between the event and the penumbra system was not denial.